Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the patient's battery was dying, and further stated that they were not happy with longevity of the ins. Patient stated that their ins was not dead yet, but they wanted to replace it before their upcoming 1 month long trip to the UK. Patient stated that their replacement surgery was on (B)(6) 2019. Patient also wanted to know if there were other stimulators that lasted longer, and information about the current rechargeable ins was reviewed with the patient. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.